Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 477 mg/dl ten minutes prior to calling. The customer stated that the sensor was reading 94, but blood glucose level was at 345 mg/dl. The customer found that the sensor was expired. It was advised to change the sensor. Troubleshooting for high blood glucose was not performed. The insulin pump and sensor will not be returned for analysis.